Event description:
The bed exit would arm but did not alarm. Bed was found in a storage area and there were no reported injuries. Technician replaced the tape switches and the bed functioned properly.